Event description:
Prior to cervical laminectomy, the pt had placement of a #6 fr venous catheter in the right mid-atrium from the right antecubital fossa. Post operatively on 6/1/96, she developed cardiac tamponade which necessitated pericardiocentesis. Medwatch filed due to unanswered question of whether or not cardiac tamponade may have been related to the right atrial catheter. The pt responded well to pericardiocentesis and was discharged from the hosp 6 days after this event.